Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: leaking and that the right breast was pushed into the center, while also having some hardening and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "leaking and that the right breast was pushed into the centre, while also having some hardening and pain." Also, a report of "auditory discrimination" and has "2 autoimmune diseases", not device related. Device has been explanted.